Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer experienced a high blood glucose of 498 mg/dl and asked assistance to adjust the insulin pump bolus/basal settings. Customer¿s spouse also mentioned that the infusion set does not work correctly. Advised customer's spouse to reach out to their healthcare professional for treatment assistance, the customer¿s blood glucose was 468 mg/dl at the time of call. No high blood glucose troubleshooting was performed. The insulin pump is not expected to return for analysis.